Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt transthoracically. The iab leaked and the iab was removed. The following was reported to datascope on 3/2/98: blood was seen in the balloon line. There was no reported pt injury or complication as a result of the event on 1/1/98. It was reported that the pt expired on 1/6/98. [Event complications]: unk-reported 1/8/98; none-reported 3/2/98. [Pt's current status]: expired on 1/6/98.